Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. Three product samples were received for evaluation in used condition without its original package. Visual inspection of the returned samples verified that the fittings were broken completely off, one of the three samples also had a missing portion of the locking collar as well as a missing fitting. The damage to the saf t holder seemed to suggest that a sideway force may have been inadvertently applied, as the luer was either being connected to or while attempting to remove the saf t holder from the non-smiths device. While the damage to the holder device was observed, the reported issue could not be confirmed. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that upon disconnecting the blood culture transfer device from the needless connector on the extension set, the nose of the device broke off and remained in the needless connector causing a free flow of blood from the extension set. No patient injury was reported.